Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with cervical multilevel disc/osteophyte complexes with stenosis and progressive cervical radiculomyelopathy and underwent the following procedures: anterior cervical approach. C3-c4, c4-c5, and c5-c6 diskectomies. C3-c4, c4-c5, and c5-c6 fusions with cortical allograft bone struts, de-mineralized bone matrix, and rhbmp-2/acs. C3-c6 fixation with synthes small stature cervical spine locking plate. As per op-notes" the lordotic cortical allograft bone struts were packed centrally with rhbmp-2/acs and peripherally with demineralized bone matrix. The lordotic cortical allograft bone struts were then carefully tapped into the c3-c4, c4-c5, and c5-c6 disk spaces. The anterior cervical fusion was verified using c-arm fluoroscopic imaging." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.